Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken in which the patient's lead and ipg were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.